Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the permanent cautery hook involved with this complaint and completed the device evaluation. The reported complaint was confirmed during failure analysis. The instrument was found to have a broken pitch cable at the distal end. The broken cable segment that contains the crimp was still installed in the clevis. The root cause of broken pitch cable is attributed to a component failure. The instrument was found to have mechanical indentations on the distal and proximal clevis. The root cause of mechanical indentations on the distal and proximal clevis is attributed to mishandling. Additional findings were observed during failure analysis but were not reported by the customer. The instrument was found to have indentations on the edges of the distal idler pulleys. The root cause of mechanical indentations on distal pulleys is attributed to mishandling. A review of the site's complaint history does not show any additional complaints related to this product and/or this event. A review of the instrument log for the permanent cautery hook (470183-14/n10200504 0192) was performed. The instrument was last used on (B)(6) 2020 on system (B)(4). The alleged event occurred on the 3rd use. There is no indication that the instrument was used in subsequent procedures after the alleged event reported on this record. Based on the information provided at this time, this complaint is being reported due to the following conclusion: this instrument is designed with two pitch cables, each with a crimp at the distal end. If a pitch cable breaks at the distal end, a cable segment and/or the crimp could fall into the patient. The customer reported complaint does not itself constitute an MDR reportable event; however, the broken pitch cable found during failure analysis could cause or contribute to an adverse event if the malfunction were to recur.

Event description:
It was reported that during a da vinci-assisted total malignant hysterectomy surgical procedure, the drive wire of the permanent cautery hook instrument was broken. There was no report of fragment(s) falling inside the patient. The procedure was completed with the same instrument. There was no reported injury. The customer is unable to release patient demographic information for this event. On 03-january-2021, intuitive surgical, inc. (Isi) obtained the following additional information from the customer: patient history, pre-existing medical conditions, and test/laboratory data were requested; however the hospital could not provide the information.